Manufacturer narrative:
The mayfield base unit was returned for evaluation: device history record (DHR) - the DHR was reviewed and no anomalies related to the reported failure was observed. Failure analysis - the investigation of the returned device showed that the reported complaint was confirmed from the evaluation. There was some movement found in the locking mechanism and the unit required replacement of worn components. Worn parts were replaced. Root cause - complaint confirmed via inspection of the unit. There was some movement found in the locking mechanism and the unit required replacement of worn components. Probable root cause is routine use and wear. Additionally, improper or suboptimal placement of the skull clamp on the patient can contribute to movement/slippage of the skull clamp. No further investigation is required based on the acceptability of risk and no adverse trends were identified. This will be monitored and trended going forward.

Event description:
A facility reported that after clamping the patient in the mayfield modified skull clamp (a1059) and turning the screw to lock, this lock appeared to be correct, (also done by an experienced surgeon), but when pressure was applied to the patient's head, there was movement on the mayfield with a tear/laceration in the patient's skin as a result. Disposable skull clamps were used. The laceration was sutured and they used another mayfield clamp. There was increased surgery time of 20 minutes.